Event description:
It was reported through the results of a clinical trial that approximately eleven months post overlapping stent placement in the superficial femoral artery, high-grade in-stent restenosis was identified. Approximately one year three months post stent placement, the in-stent restenosis was treated with a drug-coated balloon (dcb), a percutaneous transluminal angioplasty (pta) balloon, and bailout stenting. The patient was discharged from the hospital approximately three days post admission. The current patient status was not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent system that is cleared in the us. The 510 k number and pro code for the lifestent vascular stent system are identified.  Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: evaluation of x-ray images from the day of the initial stent placement as well as from the day the additional intervention took place was performed. Based on the images provided, no indication was found that an irregular stent placement or a defect of the placed stent may be correlated to the reported in-stent restenosis. Based on the information available the investigation was closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. The correct deployment of the stent is sufficiently described as the IFU states: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.'. The IFU also mentions balloon pre and post dilation: 'post stent expansion with a pta catheter is recommended.' And 'predilation of the lesion should be performed using standard techniques'.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent system that is cleared in the us. The 510 k number and pro code for the lifestent vascular stent system are identified.  As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that approximately one year three months post overlapping stent placement in the superficial femoral artery, high grade in-stent restenosis was identified which was treated with a drug-coated balloon (dcb), a percutaneous transluminal angioplasty (pta) balloon, and bailout stenting. The patient was discharged from the hospital approximately three days post admission. The current patient status was not provided.